Event description:
It was reported the pt experienced an inflammatory mass. The mass was left and the hcp indicated that sometimes they see a small volume discrepancy. No further symptoms or outcome were reported.